Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization after successfully placing one coil, the physician was placing a trufill dcs orbit 3 x 4 complex fill coil and during adjustment of the position, the coil stretched. The coil was retrieved as a unit successfully with the microcatheter. Another coil was implanted successfully. The procedure was completed successfully. There was no reported pt injury. The aneurysm was reported to be 4.5 mm. Add'l info has been requested.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.